Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Bits of tampon that remain inside the vagina [foreign body in reproductive tract]. Tampons come apart, cotton gets torn [device breakage]. Tampons come apart when I take them out...bits remain inside the vagina [complication of device removal]. Consumer sent e-mail stating the tampons come apart when she takes them out; the cotton gets torn. No serious injury was reported.

Event description:
Bits of tampon that remain inside the vagina [foreign body in reproductive tract]. Tampons come apart, cotton gets torn [device breakage]. Tampons come apart when I take them out...bits remain inside the vagina [complication of device removal]. Consumer sent e-mail stating the tampons come apart when she takes them out; the cotton gets torn. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Bits of tampon that remain inside the vagina [foreign body in reproductive tract]. Tampons come apart, cotton gets torn [device breakage]. Tampons come apart when I take them out...bits remain inside the vagina [complication of device removal]. Consumer sent e-mail stating the tampons come apart when she takes them out; the cotton gets torn. No serious injury was reported.

Manufacturer narrative:
17-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Bits of tampon that remain inside the vagina [foreign body in reproductive tract]. Tampons come apart, cotton gets torn [device breakage]. Tampons come apart when I take them out...bits remain inside the vagina [complication of device removal]. Consumer sent e-mail stating the tampons come apart when she takes them out; the cotton gets torn. No serious injury was reported.